Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a left anterior descending artery (lad). A 3.50 x 12 synergy stent was deployed in the lad. Following deployment, and after post dilation, a distal edge dissection was noted in the distal part of the stent. To cover the edge dissection, a 2.5 x 16 synergy stent was deployed distal to the first stent, overlapping it and covered the edge dissection. It was noted that the physician's assessment for the cause of the dissection occurred during post dilation and was likely caused by the post dilation balloon. The procedure was successfully completed. No further patient complications were reported, and the patient was reported to be fully recovered and stable. It was further reported that the 90% stenosed target lesion was located in the severely calcified and moderately tortuous lad, and was predilated with a semi compliant balloon. There were no issues with stent deployment. The dissection occurred at the distal edge of the stent during post dilation.